Event description:
It was reported that the patient experienced inadequate stimulation and was having to charge the implantable pulse generator (ipg) too frequently. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted device will not be returned.